Manufacturer narrative:
One used unit was received for evaluation. As received no damage or anomalies were observed. Functional testing was performed and a leak was observed at the tube luer junction of the cassette. The luer tube bond was separated and the tube and bond pocket was inspected. A solvent channel was observed on the tube. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during assembly in tijuana. A lot history review could not be conducted as no lot number was provided by the customer.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when injecting the chemical solution, a leak occurred from the connection. The event occurred before patient use/during priming.